Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator change. During the procedure, it was noted that the coating of the implantable cardioverter defibrillator had come off and was in the pocket. The device was explanted and replaced, and the procedure was completed successfully. The patient was in stable condition with no adverse events.

Manufacturer narrative:
The reported field event of the coating coming off the header was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and the damage found was consistent with procedural damage.